Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that their onetouch verio meter was reading inaccurately high. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 4am on (B)(6). The patient reported obtaining blood glucose readings of 147, 157, 152 and 144mg/dl on the subject meter and alleged that these readings were inaccurately high compared to their feelings and/or normal readings. The patient also reported obtaining blood glucose readings of 121, 112, 124 and 140mg/dl on a freestyle lite meter. The time difference between all the reported reading exceeded 30 minutes. The patient manages their diabetes with a combination of medication, including nasina and metformin. The patient reported consuming less food/drink in response to the reported high readings. The patient reported developing symptoms of ¿off balance, dizziness and mild headache¿ three days later. The patient reported self-treating these symptoms with ¿tylenol¿ three hours later. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. At the time of troubleshooting the cca verified that the unit of measure was set correctly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.